Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for malignant pain. The patient stated that they were having an MRI that was not due to a problem with the device or therapy but symptoms were reported that may be related to the device. The patient was having issues with both their left and right side of their back. It was only stimulating their right side when it was supposed to stimulate their left. It was hurting their right side. The patient turned off their implant probably in (B)(6) and they still had pain after turning off the implant. The patient wanted to know how to get it running again. The patient noted that they were scheduled to get the implant removed on the 3rd but it was cancelled. The patient stated that they talked to their manufacture representative (rep) on an unknown date who told them they could turn the implant off. No further complications were reported/are anticipated. Additional information was received from a health care provider regarding the patient on (B)(6) 2017. It was reported that the actions/intervention taken to resolve having issues, the device only stimulating the right side when it was supposed to stimulate the left, and having pain was waiting to remove the stimulator until the patient scheduled a removal date. No further complications were reported/are anticipated.